Manufacturer narrative:
Event description - correction - inadvertently not included in the supplemental #01 submitted explant date - correction - inadvertently not included in the supplemental #01 submitted method - correction - inadvertently not included in the supplemental #01 submitted.

Event description:
Implant card for the patient was received confirming they received a full revision performed and had a prophylactic battery replacement. The facility the surgery took place is a no return site.

Event description:
Information was received from clinic notes of the patient that their device was evaluated due to suspected malfunction. It was previously reported there was high impedance in which a fracture was confirmed in the x-rays reviewed. The notes indicated that the patient's device was disabled. Settings from prior to the disablement were provided.

Event description:
It was reported by the sales representative that there was high impedance observed on the patient's device. Ap electrode and chest x-rays were received and reviewed for the patient. The generator placement was determined in the left chest, however due to the scope and angle of the lateral image it cannot be determined if placed per labeling. Based on the scope of the image, the feed through wires were intact but per the scope of the image, the pin cannot be seen past the second connector block. The lead was visualized in the chest and neck. There appeared to be a strain relief bend and strain relief loop placed per labeling. The tie downs did not appear to be placed per labeling as one was placed on the loop and one was placed on the bend. Based on the scope of the image, the lead appeared to be routed behind the generator. Based on the quality of the image, the lead wire appeared to be intact at the connector pin. The lead was assessed for fractures and there was a fracture noted on the body of the lead where only one portion of the lead was fractured. Based on the x-rays received, the cause for the high impedance is the fracture noted on the body of the lead. No surgical intervention has been reported to date. No additional relevant information has been received to date.